Event description:
In 2007, a vaxcel PICC was implanted for therapeutic purposes in a female patient (age unk). A week after the procedure, it was noted that the catheter was not functioning properly and upon removal of device on two weeks later, a leak was confirmed approx. 7 cm distal to the suture wing. The defective product was replaced with another vaxcel PICC. There were no complications reported with this event.

Manufacturer narrative:
This device has not been returned to the MFR for eval. Therefore, a failure analysis is not avail and we are not able to determine the relationship between this device and the cause for this event. Results of the device eval, will be provided in a follow-up med watch report. A device history record (DHR) review performed on three lot numbers (identified from ship history report) confirms that the lots met the required specifications. The may 2007 15 month piccs, valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.